Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended. No parts were replaced. The system passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that, during a spin, the site received an error on the mobile view station (mvs) stating that an issue that may affect navigation was detected. The site decided to re-spin the patient which resolved the issue. There was a less than 1-hour delay to the procedure and no impact on patient outcome.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the software detected a system issue and halted the acquisition to mitigate potential harm associated with further exposing the patient when the end result may lead to an unusable image. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.